Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was unknown if the patient was hospitalized for the event. The cause was unknown. On an unreported date, the patient was treated with injection ceftazidime (1g; route, frequency and duration not reported) and injection vancomycin (1g; route, frequency and duration not reported) for peritonitis. Action taken with pd therapy was not reported. The patient¿s recovery status was unknown. No additional information is available.